Manufacturer narrative:
Visual inspection confirmed that one of the locking tabs has been completely removed/broken from the instrument. The detached section was returned with the remainder of the device. Additionally, the corresponding halves of the open distal end are no longer cylindrical as manufactured. The evidence indicates that the root cause is related to excessive torsional loads to the reducer during rod reduction maneuver.

Event description:
Locking tab snapped off after rod was fully seated within tulip of screw.